Event description:
It was reported the bronchovideoscope had a communication error e226. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image, b30 communication error, and the distal end had foreign objects. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the e226 communication error is a cause traced to component failure, which is an expected or random component failure without any design or manufacturing issue. The b30 communication error and no image was caused by corrosion on the plug unit. The most probable cause of the corrosion on the plug unit is a cause traced to a component failure, which is an expected or random component failure without any design or manufacturing issue. The most probable cause of the distal end had foreign objects is a cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.